Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt experienced peritonitis manifested by nausea and vomiting and was hospitalized on the same day. Treatment for the peritonitis was unknown. Six days after being hospitalized, the pt was discharged from the hospital. The cause of the peritonitis was reported to be c. Diff (clostridium difficile) also described as "bacteria in the bowels" (further detail not provided). On an unreported date the pt was re-trained in proper aseptic procedures for performing pd therapy. At the time of this report, the peritonitis was resolved, the pt was recovered from the event and dianeal therapies were ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. A review of all batch record documents was performed for potentially associated lot numbers h11j24049, h13a04047, h13d16086 and h13c05032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. (B)(4).